Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic ketoacidosis and pneumonia on (B)(6) 2018 with blood glucose of 529 mg/dl. The customer was treated with the customer did not experience any symptoms such as a result of high blood glucose. The customer was treated with insulin drip, 8 liters of fluid, levaquin, vancomycin and insulin subcutaneous injection, heparin and bolus from pump. The customer stated that infusion set had bent cannula. Troubleshooting was declined by the customer for high blood glucose. The insulin pump will not be returned for analysis.